Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of a no delivery alarm from the insulin pump. The customer's blood glucose reading was 300 mg/dl. The customer stated that they did a complete set change this morning, and the pump alarmed no delivery. The customer did not want to return the set and pump for analysis. The customer was advised to call back to troubleshoot.